Manufacturer narrative:
E1 - initial reporter address 1:(B)(6).

Event description:
It was reported that the balloon was stuck with the guidewire. The target lesion was located in the severe artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use in the moderately calcified lesion. During the procedure, it was noted that the device got stuck with a non-boston scientific guidewire. The catheter and guidewire were removed as a single unit from the patient. The procedure was completed with another of the same device. There was no patient complications reported post procedure.